Manufacturer narrative:
The baxter technician found the power cord needed to be replaced. Per the baxter service manual, it is necessary for the envella air fluidized therapy system to have an effective maintenance program. We recommend that you do annual preventive maintenance (pm). Pm can help make sure of a long, operative life for the unit. Check that the power cord is in good condition: the plug is a one-piece molded plug assembly, the assembly shows no signs of cracking, the plug molding around the blade is not discolored, and the blade is tight in the molding. The power cord hooks show no sign of cracking and are intact with no damage. The power cord strain relief shows no sign of cracking and is intact with no damage. Repair or replace the part as applicable. A search of the baxter maintenance records showed baxter performed preventative maintenance on this bed in nov 11, 2024. It is unknown if the facility performed any other preventative maintenance on this bed. The service technician found that the power cord at bed end was melted. Cable assembly input also melted. The service technician replaced the power cord to resolve the issue. Additionally, the manufacturing record review of the product involved in the allegation was assessed and concluded that no service was found for the same issue. It was also determined that this failure mode did not cause or contribute to injury or death. The technician replaced the bed to resolve the reported event. Based on this information, no further action is required.

Event description:
Baxter received a report from a customer stating the power cord at bed end sparked when plugged in wall outlet. This was reported to have occurred after the bed was having intermittent power issues. Nurse changed the outlet to one further away, stretching the cord in the process. Nurse noticed bed unplugged from bed receptacle, plugged back in and that is when it sparked and smoked. The bed was located at the account. There was no patient/user injury reported.

Event description:
Baxter received a report from a customer stating the power cord at bed end sparked when plugged in wall outlet. This was reported to have occurred after the bed was having intermittent power issues. Nurse changed the outlet to one further away, stretching the cord in the process. Nurse noticed bed unplugged from bed receptacle, plugged back in and that is when it sparked and smoked. The bed was located at the account. There was no patient/user injury reported.

Manufacturer narrative:
The investigation is ongoing, however if any additional relevant information is identified following the completion of the investigation, the additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.